Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at septum during the use of this product, the isolation plug leaked blood; two pieces were affected, and the samples cannot be returned. Photos are provided; no green claim is required, but a complaint reply letter and a complaint receipt letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#5048567): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.